Manufacturer narrative:
Upon receipt, the pacemaker interrogation revealed the eri battery status which was activated on (B)(6) 2021. The inspection of the pacemakers memory content confirmed a battery depletion. The current consumption was documented to be normal and expected. Furthermore, follow-up data of may 20, 2021 documented that the interrogation using rf telemetry started at 04:19 pm on that day and the programmer was shut down at 04:38 pm. Apparently the rf telemetry stayed active since that follow-up of may 20, 2021 until may 26, 2021 when the rf telemetry was deactivated by falling below a specified battery voltage. However, after the recovery period the eri battery status was activated as a result of the battery depletion. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed in eri mode. Subsequently, the pacemaker was opened to examine the inner assembly. A visual inspection showed no anomalies. The battery voltage was measured revealing an almost depleted battery. The current consumption was normal. In a next step, the electronic module was attached to an external power supply and was tested thoroughly. In particular, rf telemetry tests were performed. Therefore, the rf telemetry was started and terminated several times and under different temperature environments. The rf telemetry could be terminated properly. The electronic module did not show any indication of a device malfunction. The manufacturing records and quality documents for this device were re-investigated. No anomalies were documented during the device manufacturing, in particular during the final acceptance test no abnormality in the current consumption of the device was observed. In conclusion, despite the dedicated analysis the root cause for the clinical observation could not be determined conclusively. However, it is assumed that the rf telemetry could not be terminated correctly after follow-up which led subsequently to the clinical observation.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore only based on the returned device data as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing. The returned device data were inspected. During the inspection the clinical observation could be confirmed, the eri battery status was properly activated as a result of a battery depletion. Based on all data available for analysis, the root cause for the clinical observation was not determinable with certainty. Follow-up data of 20-may-2021 documented that the interrogation using rf telemetry started at 04:19pm on that day and the programmer was shut down at 04:38pm. Apparently the rf telemetry stayed active since that follow-up of 20-may-2021 until 16-may-2021 when the rf telemetry was deactivated by falling below a specified battery voltage. However, after the recovery period the eri battery status was activated as a result of the battery depletion. Should further relevant information or the device itself become available this investigation will be updated.

Event description:
It was reported an alert via the hm. It showed eri status on the programmer as well, however the device did not show eri status according to the data on (B)(6) 2021, but the battery reached eri at once in about 2 days.